Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and missing shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified a sharp broken edge and total delamination of orientation dot. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge in the posterior side assessed as unidentified (tear) opening, total delamination of orientation dot due to adhesive failure, and missing shell assessed as inconclusive.

Event description:
Physician reported right side rupture. The device has been explanted.